Event description:
Additional information was received indicating abbott technical support was contacted.

Event description:
It was reported that incorrect interpretation of signal was noted on the device resulting in inappropriate high voltage therapy. Medication adjustments were made to address the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.